Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
During preparation for a coil embolization procedure, the hospital technician accidentally kinked a pod4 upon removal from the packaging hoop. The damage to the pod4 occurred prior to use; therefore, it was not used during the procedure. The procedure was completed using a new pod4.